Event description:
Pt. Augmented 1994. 2004 - pt had spontaneous diflation right breast implant. One week later, pt underwent removal of deflated right breast implant. Pt augmented with mentor saline implant - no problems.